Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose ranged from 299 mg/dl to displaying "high" on the cgm graph. Elevated blood glucose was addressed via manual injection. During system check with tandem technical support, the root cause could not be determined because the customer declined to remove infusion set cannula from the infusion site; however, customer reported using infusion sets for 4 days at a time. Customer was informed that while using humalog insulin, supplies should be changed every 2 days per the user guide. Customer will reportedly change pump supplies and resume insulin delivery.